Manufacturer narrative:
Product complaint#: (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformance's were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The following information was requested, but unavailable: additional information was requested, and the following was obtained via: we received the complaint that the needle was protruded from the package. The observation result in jjkk is noted below. The product was unopened. It was observed that the needle tip had penetrated the sterile package. I hope it is helpful for your investigation. Photo 1: the product was unopened. We observed that the needle was placed vertically in the tray. Photo 2: the tip of the needle penetrated the sterile package. Photo 3: expansion of damaged area. "Could you kindly provide the lot number, please? Tdbbhb. Could you kindly perform and document the follow-up attempt for the product return? Furthermore, please ensure that the shipment tracking number is recorded in the notes or rmao sections. We regularly contact with sale rep about the device returning. Please provide the source or name of person providing answers to follow-up questions: (B)(6). This issue was found before use. There was no injury to the healthcare staff. H3 photo investigation summary: this is an analysis for a photo submitted to ethicon for evaluation. During visual analysis, a sealed packet (product code 1831, lot: tdbbhb, expiry 2028-03) was observed. The needle had rotated within the parking slot and punctured the paper lid and overwrap, causing holes in the copolymer. The assessment concluded the sterile barrier was compromised by the needle tip. Based on the information currently available, the hole in the overwrap package was identified during the investigation of the sample received. This product issue will be addressed through ethicon inc¿s quality system. As part of ethicon quality process all devices are manufactured, inspected, and released to approved specifications. The manufacturing record evaluation was performed for the finished device lot number and identified a ncr nr0265886 related to the reported incident. The necessary actions to ensure the final product quality have been taken and documented in the appropriate quality system. The final quality release criteria were met before this batch was released for distribution. "D4/g4: device is not distributed in the united states but is similar to device marketed in the USA. Therefore, (01) gtin is not available. "

Event description:
It was reported that a patient underwent an unknown surgery on an unknown date and suture was used. During the procedure, it was reported by a sales rep that, when the product was to be used, it was found that the needle had been protruded from the package paper. It was not a control release needle. Another product was used to complete the case. When we send the sample to you, we will let you know its return date and tracking number. There were no adverse consequences to the patient. Further details are not provided from the hp. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). Corrected information: d 1. Brand name, d 9. Device available for evaluation?, h 3. Device evaluated by manufacturer? Additional information: d 9. Date device returned to manufacturer, d 9. Is device returned to manufacturer?, h 6. Component code, h 6. Type of investigation, h 6. Investigation findings, h 6. Investigation conclusions h3 investigation summary according to the information received, it was reported that it was found that the needle had been protruded from the package paper. The product was returned to ethicon for evaluation. One sealed packet was received for analysis. Product code 1831g. The visual inspection of the sample revealed that the needle was rotated within its parking slot, puncturing the paper lid and the overwrap package. The assessment concluded that the sterile barrier had been compromised, as evidenced by the holes in the copolymer resulting from the needle tip. Additionally, three photos were provided, which confirmed the same condition as the sample received.based on the information currently available, the hole in the overwrap package was identified during the investigation of the sample received. This product issue will be addressed through ethicon inc¿s quality system. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance. The manufacturing record evaluation was performed for the finished device lot number and identified a ncr related to the reported incident. The necessary actions to ensure the final product quality have been taken and documented in the appropriate quality system. The final quality release criteria were met before this batch was released for distribution. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.